Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low blood glucose of 50 mg/dl after announcing a meal and walking to work, followed by a high glucose reaching 372 mg/dl later at work, with levels trending back toward range by the end of the call. Symptoms included asymptomatic hypoglycemia and hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient urgent low, low, and high glucose events without medical intervention, assistance, hospitalization, or backup therapy use. Investigation included troubleshooting and education on urgent low, urgent low soon, and low glucose alerts, and review of treatment actions. Investigation of this case revealed that the patient overtreatment behavior for hypoglycemia contributed to subsequent hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related behavior and appropriate device performance.